Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument to perform failure analysis. The bipolar instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the customer reported poor energization issue on maryland bipolar forceps (mbf) instrument. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter however no further information was provided.